Event description:
The customer stated that she was hospitalized for low blood glucose. No blood glucose reading was reported for the event. The customer stated that she changed the infusion set two days prior to the hospitalization. After reviewing the bolus history, the customer stated that the insulin pump has delivered at least four boluses that she says she did not program. The displacement test was performed and the insulin pump passed the test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.